Event description:
It was reported that one of the driver's retaining tabs was broken off during use in surgery. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the setscrew retaining tab was broken off likely due to excessive force applied. A review of the device history records found no documentation to indicate a non-conformance to specification.